Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, while in a car with her granddaughter, the patient experienced loss of consciousness due to, according to the patient, inaccurate readings. Before losing consciousness the patient experienced feeling jittery. The patient did not know what the cgm reading was at the time of the loss of consciousness but stated that the cgm device did not alert for a low reading. Before leaving the house the cgm readings were jumpy, ¿all over the place¿, and changing from 103 to 90 mg/dl, to 40 and 300 mg/dl. The blood glucose reading at that time was 92 mg/dl. Her granddaughter called with the patient´s son, and was instructed to pull over the car. The son came to where they were parked, and when he arrived they pulled the patient out of the car. By then the ambulance and police were also arriving. When a fingerstick was taken the blood glucose reading was 24 mg/dl, but it was unknown what the cgm reading was at that time. The patient regained consciousness in the back of the ambulance. She could not recall what specific treatment was given to her, but stated that the ¿hcp gave something¿. The patient was brought to the hospital where she was further treated with food, sweet tea, and peaches. The blood glucose reading went up to 110 mg/dl, and the patient was discharged after 2 hours. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the a, b , c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.